Manufacturer narrative:
As allowed by exemption# e2012008, heraeus kulzer llc (the importer) is submitting the report on behalf of heraeus kulzer gmbh (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Narrative method/results/conclusion- device has not been returned by customer. H3 other text : device not returned.

Event description:
Patient reports vague and diffuse symptoms since having restorations replaced with resin. Allergist recommended resin restorations be replaced with amalgam.